Manufacturer narrative:
(B)(4). G2: foreign: china. Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the proximal part of the implant failed to connect to the distal part. A larger one (70mm) was used to continue the procedure with the same distal stem. There is no additional information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Visual examination of the returned product identified scratches are noted in the taper hole, proximal end, trunnion, and neck. Threads and counterbore show damage including thread deformation and gouges from use. No other damage was noted. Where measured, the device. Was conforming to specification. The distal stem was not returned. Both devices were 100% inspected during manufacturing and conforming for the mating ends. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.